Manufacturer narrative:
Surface abrasion was noted at 2.2-2.0 cm and external insulation abrasion breaching the rv and svc cable lumens was noted at 15.7-16.3 cm from the pin consistent with lead friction to another device. The etfe coating was intact at these locations.

Event description:
It was reported that the patient presented for a routine device change out procedure. During the procedure the right ventricular lead exhibited low defibrillation impedance once placed in the pocket and connected to the new device. The device was removed from the pocket and upon inspection of the lead an insulation abrasion was noted near the pin. The lead was capped and replaced the lead on (B)(6) 2017. The patient was stable before, during and after the procedure.